Event description:
The customer reported a damaged valve. The patient had the catheter for an unknown length of time and reported the valve is now damaged. On (B)(6) 2014, the sales representative ((B)(6)) confirmed there was no patient impact involved. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information: the lot number is unknown. There was no difficulty noted during placement of the catheter. Prior to placement and prior to the defect being noted, there was nothing noted of the pleurx catheter that would indicate anything was amiss. The patient was having trouble draining and when the staff began troubleshooting, a crack was noticed in the hub. The patient underwent placement of a replacement catheter. The patient was discharged. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Investigation results: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, a definitive root cause could not be identified through this investigation as the sample was not available for analysis. Although the reported condition could not be confirmed and the root cause could not be determined without a sample being provided, the manufacturing plant will continue to monitor this issue to identify any adverse trend and/or the need for any further actions.